Event description:
The reporter stated the surgeon inserted an aq2010v silicone three piece lens but the tip of the leading haptic split. The lens was partially inserted and was removed with no pt injury, no enlarged incision or sutures. Another same type model lens was implanted.

Manufacturer narrative:
.